Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Concomitant medical products: product ID 3889-28, lot# va13kj1, implanted: (B)(6) 2016, product type: lead.

Event description:
Information was received regarding a patient implanted with a neurostimulator (ins) used for urinary dysfunction/sacral nerve stim as well as gastrointestinal/pelvic floor. Manufacturer representative reported the patient¿s device was not providing symptom relief and lead was twisted when explanted. The cause was unknown. No further complications anticipated.

Manufacturer narrative:
Analysis of the lead (B)(4) found no significant anomalies. The stimulation lead body conductor had a short between circuits due to overstress/damage. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.